Event description:
Complainant alleged that the staff was attempting to monitor a female pt (age unk) with the device in battery mode, when the device shut down with no "low battery" warning. The staff then plugged the device into an ac wall outlet, and continued monitoring the pt.